Event description:
Device was implanted on 11/30/85. The cylinders and pump were revised on 9/25/92. The entire device was removed from the pt on 9/25/96, due to pump migration and fluid loss-right cylinder, and replaced. Add'l lot/ser no: 5875p 010.